Manufacturer narrative:
Initial and final MDR (B)(4). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, on 01-september-2024, it was reported by the patient that four infusion set tube was kinked due to which hyperglycemia occurs. High blood glucose level was 206 mg/dl and treated by correction bolus via pump. No further information was available,